Event description:
The pt reported via area manager that hip prosthesis has been implanted 8 months ago developed infection. The surgery was performed at (B)(6) hospital and has been followed by an extraction at another hospital (B)(6) after few months; it was further reported that there are still signs of infection. It was further reported that the sales representative had a discussion with the doctor and he confirmed that infection with (B)(6) aureus was taken during the surgery and "the pt is willing to receive an answer from us, in order to go further to the hospital and raise a claim".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # uh1-54-28, lot # vd0mke, description: uhr bipolar 28x54mm. Cat # 6001-2800, lot # mjkxe0, description: c-taper cocr head 28mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.